Manufacturer narrative:
The customer reported that the charge button failed. The device was evaluated by philips and the symptom was verified. Replacing the processor pca resolved the reported issue.

Event description:
The customer reported that the charge button failed.